Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving multiple hv therapies. Review of session records revealed that the patient has received inappropriate hv therapies for supraventricular tachycardia. Suggested programming changes were made.